Event description:
It is reported by pt's counsel that pt underwent right total hip arthroplasty on (B)(6)2008. It is also reported that post-op pt experienced pain, and was revised on (B)(6)2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers the case closed. (B)(4).